Manufacturer narrative:
The device was returned due to patient deceased. Final analysis found the device was received with a battery level within the normal range of operation. The device image was saved successfully. The device exhibits normal characteristics. No anomalies were found.

Event description:
It was reported that the patient had deceased due to an unknown cause. There were no allegations that the patient's death was caused or contributed to by their pacemaker system.